Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver had intermittent audio output. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and failed due to a damaged window. Pictures were taken. Boot and charge was performed and passed. Functional tests were performed and failed the button tests. The manual functional "try it" test was unable to be performed due to the bad button and no input respond from the touchscreen. An internal visual inspection was performed and passed. The speaker resistance was measured and found to be within specification. The receiver log was downloaded and reviewed finding no errors related to the complaint. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.